Event description:
Technician alleged that the bed will not place a nurse call. No pt impact.

Manufacturer narrative:
Technician the sidecom board has damaged pins. The technician replaced the sidecom board to resolve the issue.